Event description:
The hospital biomedical technician reported the ventilator alarmed and went vent inop during his service of the device for a reported no power condition. The ventilator was not in use on a patient, therefore there was no patient harm or involvement. The hospital biomedical technician reported that the display cable appeared to have a short. A short of the display cable as reported may result in a loss of 5v at the main pcb board and the ventilator shutting down and alarming during operation. The biomedical technician replaced the display cable to correct the finding. The biomedical technician reported performance verification testing was completed and the unit passed per operating specifications.